Event description:
On 04/15/2024, it was reported by a sales representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump kept over pressuring. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
-Complaint is not confirmed. -one unpackaged ar-6485 arthroscopy pump serial number nx2249h20 was returned for evaluation. -the returned device was visually inspected, and no problems were noted with the device. -the returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 31 minutes with no issues. No changes in the pressure were noted during the time the machine was tested, and the pump consistently maintained at 50 and there were no sudden changes in pressure. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. -no problem found. -refer to investigation photos.